Event description:
Pt on ventilator and ventilator alarm sounded. Staff responded to alarm and found pt in a full arrest state with no respiration or palpable pulse. Pt was removed from ventilator, and the respiratory therapist began ambuing the pt with 100% fio2 and CPR was started. Per facility policy, 911 was called and pt's doctor paged. Acls protocol ensued and pt was treated for cardiopulmonary arrest. Treatment continued during pt's transport to hosp via 911 ambulance and acls crew. Pt was admitted to hosp for continued care.